Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event.

Event description:
It was reported via implant patient registry that a 19mm aortic valve was explanted and replaced with a non-edwards valve after an implant duration of 7 years, 3 months due to perivavular leak and dehiscence. Per medical records the aortic valve was dehisced at the aorto-mitral junction in the noncoronary sinus. After the replacement, there was no residual aortic regurgitation. On pod#8 patient received ppm due to chb. Patient was discharged in stable condition on pod #9. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.